Event description:
It was reported that that a patient was receiving clinolipid infusion (ordered to run at 20.83ml/hr. Over 12 hours). However, per customer's review of the infusion detail report, the infusion appeared to have run only for four (4) hours. The report also shows that the infusion was started on 16 april 2024 at 0155. There was patient involvement but no harm. Per preliminary review of hl7 data by bd interoperability consultant, it appears that the patient received 82.699ml of the infusion at the ordered rate. Of the 250ml programmed volume to be infused (vtbi), 167.323ml was not delivered. Multiple requests have been made to return the devices to manufacturer for investigation. However, customer stated that they have not located the devices. The devices were never sequestered after the event. Multiple attempts have been made requesting the customer to locate the devices and send to manufacturer for investigation. No devices have been returned to bd to date,

Manufacturer narrative:
Correction : describe event or problem. Additional information : imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that that a patient was receiving clinolipid infusion (ordered to run at 20.83ml/hr. Over 12 hours). However, per customer's review of the infusion detail report, the infusion appeared to have run only for four (4) hours. The report also shows that the infusion was started on (B)(6) 2024 at 0155. There was patient involvement but no harm. Per preliminary review of hl7 data by bd interoperability consultant, it appears that the patient received 82.699ml of the infusion at the ordered rate. Of the 250ml programmed volume to be infused (vtbi), 167.323ml was not delivered. Multiple requests have been made to return the devices to manufacturer for investigation. However, customer stated that they have not located the devices. The devices were never sequestered after the event.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.